Manufacturer narrative:
No button error alarm noted during testing however, there was intermittent button response due to corroded keypad traces. The insulin pump had severely scratched display window, cracked case at display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 137 mg/dl. No significant events leading to the alarm were observed, other than the customer having occasionally bumped the device at work. Advised replacement of the insulin pump. Nothing further reported.